Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the oxygen gas module was replaced and returned for further investigation. Simulated use testing and optical investigation of the received oxygen gas module has confirmed the described customer issue. The nozzle unit is part of the oxygen gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use check and during ventilation a high-pressure alarm will be generated if user set limit is exceeded. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance that must be performed every 5000 hours of operation or at least once a year. This feather spring probably failed prematurely, since this nozzle unit was only 10 month old. The cause of the breakage of the nozzle unit¿s feather spring has not been determined.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check with "system volume too large" message. There was no patient involvement. Manufacturer ref.#: (B)(4).